Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.the pacemaker was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: b5 - updated b5 for the laser adhesion advisory from jul 2022, it was previously reported as header anomaly from mar 2021